Event description:
A caller reported while the freestyle libre 3 app was being used, a sensor error message was received on the 8th day of wearing the adc device. As a result, the customer experienced a seizure and received a treatment of sugar juice from a third party. No further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) was returned and investigated. Visual inspection was performed on the returned sensor, no issues were observed. Data was extracted using approved software, and extraction was successful. No abnormalities were observed with the sensors data. Therefore issue is not confirmed all pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported while the freestyle libre 3 app was being used, a sensor error message was received on the 8th day of wearing the adc device. As a result, the customer experienced a seizure and received a treatment of sugar juice from a third party. No further information was reported. There was no report of death or permanent injury associated with this event.